Event description:
Boston scientific received information that the shock impedance measurements had been increasing from 60-101 ohms. It was indicated the patient would continue to be monitored. Information was subsequently received that the shock impedance measurements had continued to increase and were not between 110-130 ohms. The last delivered shock indicated an impedance measurement of 48 ohms. It was indicated the patient would continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent information was reporting indicating one non-sustained ventricular tachycardia episode with noise. The patient was scheduled for a follow-up for further testing. The follow-up yielded no additional noise. The patient will continue to be followed appropriately. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.